Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk, minor scratched display window and cracked reservoir tube lip. No further testing possible due to protruded/loose drive support disk.

Event description:
It is reported that customer have received a compromised force sensor alarm during priming. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.